Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Please confirm, was the procedure laparoscopic? The procedure was laparoscopic 2. If yes, please clarify what was the laparoscopic applicator used (vstl35 or vstl45)? Vstl35 was applicator used. 3. If applicable, what is the lot number of the laparoscopic applicator used? Unk 4. Was the plunger easy to express upon the first spray? Plunger expression was never reached 5. What was the thawing process used? The product was not thawed. They snapped on the open applicator and went to remove it to put on the laparoscopic applicator but could not get lure locks to unlock. They had to open a new kit. Additional information: the actual device batch number associated with this event is not known. The following possible are the possible batch numbers: 2751411 and 2745165. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Was there any observation around the plunger being depressed prior to spraying? (During setup or inadvertently pressing during handling before application) 2. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2751411 mfg date: december 18, 2020 ~ december 25, 2020, exp date: december 18, 2025 batch 2745165: mfg date: december 11, 2020 ~ december 18, 2020, exp date: december 11, 2025 this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.